Manufacturer narrative:
As the esophageal stent involved in this report was not returned for evaluation; the reported occurrence could not be confirmed. A review of the manufacturing records could not be carried out as the lot number of the esophageal stent involved in the report is unknown. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. A full investigation could not be performed, because the esophageal stent was not returned for evaluation, as it had been discarded by the user facility. However, we can provide the following comments: the stent was placed with intent to remove when the gastric pouch leak healed. The proximal end of the stent became embedded by granulation tissue above the lower esophageal sphincter. The stent was removed from the patient. The instructions for use warn the user that the stent is a permanent implant used to maintain patency of malignant esophageal strictures and / or to seal tracheoesophageal fistulas, and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement, may cause damage to the esophageal mucosa. Removal of the fully placed stent did not cause any adverse effects to the patient in this case. The user confirmed that there was no product deficiency. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time, as this complaint is as a result of abnormal use by the user and there were no adverse effects on the patient. There was no product defect. This observation represents an unusual occurrence. The 2 year complaint history has been reviewed for this product family and the likelihood of this type of occurrence is remote.

Event description:
The proximal end of stent became embedded by granulation tissues above the lower esophageal sphincter. Granulation tissue was thick (appx 5mm) and circumferential. The physician used the stent to heal a gastric pouch leak after gastric bypass surgery (outside of the intended use of the device). The stent was completely removed using accessories through an endoscope, and there were no adverse effects on the patient. The physician does not allege a deficiency with the product, but attributes this to patient condition.